Event description:
The manufacturer was contacted in reference to a thermal allegation on a dreamstation CPAP device. The manufacturer received allegations of the unit melted where the power cord plugs in. There are no allegations of harm or serious injury. Medical intervention was not reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.